Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2218-70 serial (B)(4) description: linear st lead, 70cm the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking and tightness on the right side of the body after charging, when turning up the stimulation, and during certain positional changes. It was noted that one contact of the right lead was not functioning. The patient underwent a revision procedure wherein the lead was replaced since it appeared to be fractured. Device malfunction was suspected. The patient was doing well postoperatively.